Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the most recent repair record determined the motor failed, the speed was unstable and the cable was damaged; however, the repair has not been completed due to material hold. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: south africa evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It is reported that during surgery the unit was cutting power during use and sent in for repair. There was no harm or delay reported. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.